Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for gluc3 glucose hk gen.3 (glu) on a cobas integra 400 plus (i400+). The erroneous results were reported outside of the laboratory. The doctor requested a repeat of the samples. The samples were repeated on a point of care glucometer. It was asked, but it is not known which values were the initial values and which values were the repeat values. The first sample resulted with values of 188 mg/dl and 94 mg/dl. The second sample, from a female patient, resulted with values of 181 mg/dl and 100 mg/dl. No adverse events were alleged to have occurred with the patients. The glu reagent lot number was 30285301. The reagent expiration date was asked for, but not provided. Controls were repeated several times and these were all within range.

Manufacturer narrative:
Since calibration and control results appear acceptable, a general reagent or hardware issue could be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
For the first sample, the initial value was 188 mg/dl and the repeat value was 94 mg/dl. For the second sample, the initial value was 181 mg/dl and the repeat value was 100 mg/dl. It has been confirmed that the first patient is pregnant.

Manufacturer narrative:
For the first sample, the initial value was 188 mg/dl and the repeat value was 94 mg/dl. For the second sample, the initial value was 181 mg/dl and the repeat value was 100 mg/dl. It has been confirmed that the first patient is pregnant.